Event description:
It was reported the pump was self-rebooting and had intermittent power. Troubleshooting revealed there was no damage to the battery cap or compartment and no corrosion in the battery compartment. The patient was able to securely tighten the battery cap. The issue was not resolved. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump black box showed that rebooting had occurred. There were no alarms related to the complaint in the pump history. No damage was observed to the battery compartment or cap. The battery cap attached securely to the pump and the pump powered on normally. The pump was exercised for 24 hours without power issues. The battery cap was tested and no contact defects were found. Unrelated to the complaint, the keypad was found to be torn at the ok button; all buttons remained responsive. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the product. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.